Manufacturer narrative:
The device was received, and an evaluation is complete. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device was observed to not recognize when the device door was opened. The cause was identified to be an intermittently functioning upper latch switch. The upper auxiliary assembly which contains the upper latch switch was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device did not recognize an open door. There was no patient involvement. No additional information is available.